Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The caller stated that the weather was very hot outside and the screen looked like an oil slick leading up to the alarm. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces.no button error alarm during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, minor scratches on the display window and missing the end cap sticker.